Manufacturer narrative:
A ge service rep performed an onsite investigation. Cable connections were inspected during the service call and a ma calibration was completed and saved. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was related to this event.